Event description:
Per sales rep: not present for craniotomy case for aneurism. During insertion of screw into medpor pterional implant left side, the head snapped off and shaft was left in pt.

Manufacturer narrative:
Investigation in progress but not yet complete.